Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had the firmware updated in the device. Following the session, the device's beeper became disabled. The plan was to re-enable the beeper. The device was confirmed to be functioning normally otherwise. No adverse patient effects were reported. Engineering analysis confirmed the beeper was disabled at the end of the session on (B)(6) 2016. The firmware upgrade was also performed at this time. Engineers were unable to collect enough data from the device logfiles to determine the root cause for why the beeper was disabled. The data only goes back to (B)(6) 2016. The logfiles are lost permanently due to overwriting with more recent activity.